Event description:
It was further reported that patient underwent the index procedure due to a positive stress test. Cardiac catheterization revealed a lesion in the mid left anterior descending coronary artery. A 3.0x16mm taxus liberte stent delivery system was advanced and deployed in the target lesion, at which point an unknown grade edge dissection occurred. It was treated with placement of a 2.5x8mm taxus liberte stent resulting in 0% residual stenosis and timi-3 flow. The dissection was reported to be resolved. The patient was discharged the next day on clopidogrel.

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. At the index procedure, an unknown size taxus liberte stent was implanted in an unspecified vessel. It was reported that during this procedure, a vessel dissection occurred. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).